Manufacturer narrative:
Section d4, h4: additional information. Section h3: correction. Manufacturer's investigation conclusion: the reported pump stops and driveline faults were confirmed through the review of the log file submitted by the account. Based on experience with the hmii lvas and similar reported events, the driveline faults and pump stoppages that occurred while the patient was supported by battery power could be indicative of driveline damage. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. On (B)(6) 2019, the pump begins to struggle to maintain the fixed speed and multiple pump stops are captured with associated low speed/flow hazard alarms. Additionally, the log file captured sustained driveline fault alarms associated with yellow wrench advisory alarms throughout the log file. All alarms/events occurred while the system was supported by battery power. No other atypical alarms or events were captured. The actual speed remained above the low speed limit for the remainder of the log file and the pump appeared to be functioning as intended. Review of the submitted x-rays revealed multiple areas of potential metal braided shield breakdown on the external portion of the driveline. The account communicated that the patient was being followed monthly for current average driveline data for each phase of the percutaneous lead based on suspected driveline damage from from (B)(6) 2019. Abbott technical services performed a driveline evaluation and the green wire was found to be open during the phase interrupter test. When the silastic sleeve was cut approximately 2.5¿ from the exit site, the controller began to reset. Upon manipulation of the area, the controller would again reset. The repair was not completed. A possible pump exchange was scheduled for (B)(6) 2019. After the evaluation, when a dressing was placed, the patient¿s pump stopped and had to be emergently replaced on (B)(6) 2019. The patient is reportedly doing well. The pump will not be returned for evaluation. The heartmate ii lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low speed/flow advisory/hazard and driveline fault alarms, as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The current heartmate ii lvas discusses pump speed, power, flow, and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including low speed/flow advisory/hazard and driveline fault alarms, and the proper actions associated with them. This section also provides information on driveline care and cleaning. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The current heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including low speed/flow advisory/hazard and driveline fault alarms, and the proper actions associated with them. The heartmate ii lvas IFU also states that ¿patients must always connect to the power module for sleeping (or when sleep is likely) because they may not awaken to hear low power alarms for batteries.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 7 years 9 months 19 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2011. It was reported that the patient experienced pump stops possibly due to a driveline fracture. During the analysis of the log file driveline faults were observed. Tech services also observed pump stops while on batteries. This looks to be a phase to phase short. These issues appear to be occurring on batteries. In order to prevent further interruption in support it may be beneficial to immobilize the percutaneous lead to prevent any further interruption in support. Tech services were on site and performed a driveline evaluation. It was found that the green wire was opened during the phase interrupter test. They started to cut the white silastic sleave about 2.5 inches from the exit site, the controller started to go into reset mode. They tried manipulating that area and every time the controller went into reset mode. They did not continue the repair. Patient will under go possible pump exchange (B)(6) 2019. No additional information was reported.